Manufacturer narrative:
The impella lp5.0 was received and a failure investigation was performed. Broken lemo pins were confirmed, however, we are unable to definitively determine a root cause. A review the device history record was completed and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.

Event description:
The complainant reported a (B)(6) year old male presenting with cardiomyopathy. An impella lp 5.0 was inserted for temporary cardiovascular support. The patient was receiving physical therapy, during which point the pump's cable connector became separated from the power cable, and pump motor stopped. Attempts to reconnect the cable were not successful and patient became hypotensive. As treatment to stabilize patient, epinephrine was restarted and norepinephrine dosage was increased. Damage to the connector prongs was reported. A new pump was inserted and treatment continued successfully.